Event description:
Info received indicates the bed has no functions from the pendant.

Manufacturer narrative:
The tech found the two-piece connector was loose causing the cable to be disconnected to the pendant. Reconnected and tested connector to repair the bed.